Event description:
A nurse reported the sys powered off during a procedure and could not be powered on again. Following a 30 minute delay, a second sys was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the sys and found the problem was bad contact in the fuses compartment. Preventive maintenance was performed. The sys was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).